Manufacturer narrative:
(B)(4); batch #: u94e4w. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the tissue pad melted, and was completely missing from the clamp arm of the device. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.